Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and mildly severely left common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured after the second inflation at 15 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.